Event description:
It was reported that the target lesion was located in the left superficial femoral artery (sfa). During pressurization of the armada 35 balloon at 8 atmospheres (atm), a leak was noted in the proximal shaft where it meets the hub. The inflation was able to be completed using the same device and the device was retracted from the anatomy without issue. No issues had been noted during preparation of the device. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.